Manufacturer narrative:
Carefusion file identification: (B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the issue was resolved by carefusion (cfn) technical support recommendations. Cfn technical support recommended the battery charging cycle needed to be reset, and provided instructions on how to perform the battery charging cycle reset. The customer reported the affected device has been repaired and placed back into service.

Event description:
The customer reported while using the avea ventilator; the internal battery ran out of power after ten minutes of transport. The issue occurred during patient use. The customer reported removing the suspect device from the patient and placing the patient on a known good ventilator. The customer reported charging the batteries overnight, and the suspect device can run on battery for approximately one hour and thirty minutes. The customer reported the battery charge indicator is on yellow. There are no reports of patient consequence associated with the event.